Event description:
Procedure: lobectomy. According to the reporter: the staples did not deploy staples when fired. When the tissue was cut 100ml of blood loss was noted. Suturing was done to resolve the issue. No further pt details were provided.